Event description:
Document number: (B)(6), report number: 20130923-25b3e-2147451598. Incident description: my (B)(6) month old son was messing with my standard aluminum crutches today. He was able to get his body stuck between the 2 long pipes that are the main supports for the crutches. It was stuck around his neck and very difficult to get off. I was right there with him and able to get it off and he is fine. These are standard crutches that anyone would use. I don't know if any child has ever been strangled by this but it could have easily happened to my son. I believe he stepped in from the top and pulled the crutch up his body and around his neck. I think a design change for crutches is needed.